Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the cable was reconnected to the ups and power was restored to the mvs. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the cable responsible for enabling a signal on the uninterruptible power supply (ups) had become disconnected and the mobile view station (mvs) would not turn on. No patient was present during the time of the reported incident.